Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin delivery was insufficient. Customer had blood glucose level of 26.9 mmol/l. Customer stated that the retainer ring was broken and loose. The reservoir will not be returned for analysis.